Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31448188l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav and the patient experienced thrombosis that required prolonged hospitalization. A thrombus was noticed during the procedure. After mapping with a pentaray nav catheter, the physician noticed a thrombus/clotting in the left atrial appendage. They kept an eye on it on intracardiac echocardiography (ice) and continued the procedure. They then decided to pull everything out of the left atrium and end the procedure. The patient was under observation and further images will be taken to decide how to proceed. They noticed the injury on ice midway through the procedure and confirmed on the ultrasound machine. Medical intervention was unknown, however, the patient required extended hospitalization as the patient was sent to another department for further investigation of left atrial appendage (laa) thrombus. It is unknown what caused the injury, however, the physician did not think the injury was caused by a catheter, but was just noticed midway through the procedure.